Event description:
I was using the nerivo device to treat a migraine. I've used these devices in the past with no issues this is the 16th time that I used a nerivo device. This time, while using it, I received shocks up and down my left arm. It was set to an intensity of 49% at that time. I previously had treatments using an intensities up to 60%. I eventually removed the device and stopped treatment early. I was sitting down on a couch while using it. The temperature in the house was approximately 68 degrees, I was wearing a short-sleeve shirt and I was not sweating. The device was on my left upper arm. FDA safety report ID # (B)(4).